Event description:
It was reported that an ilet pump¿s touch screen was cracked when the pump fell from the user¿s hand and was struck by a closing car door, which rendered the screen unusable and prevented the user from unlocking the pump; the device was reportedly synced prior to shutdown and will be returned, and the user was advised the device is no longer watertight and requires replacement. Symptoms included no injury. Outcomes included interruption of pump usability and a need to replace the device. Investigation included collection of user account of the event and logistical verification of replacement shipment. Investigation of this case revealed accidental physical damage to the display/touchscreen component resulting in functional impairment, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.